Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Image was inverted. As the issue occurred before docking, the endoscope was not operated. The 30-degree endoscope was installed. The endoscope was not installed the arm because it is before docking. The indication was not observed because it was rebooted when the image was inverted. Up and down orientation was not observed. Endoscope and endoscope¿s adapter/base was still attached. There was no damage observed. Customer rebooted to resolve the issue. After rebooting it went back to normal, so the same endoscope was used. The endoscope is not returned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer power cycled the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer observed that the image rotated 180 degrees. The reported complaint was resolved by performing a power cycle prior to calling the technical support engineer (tse). Tse explained to the customer that the reported event could be caused by guided tool change. The system was working fine after the reboot. The procedure was completing as planned with no reported injury.